Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac manometer is not reading and has low pressure. No patient adverse events reported.

Manufacturer narrative:
Other text: returned device was received in worn physical condition. During the evaluation of the device, there was physical damage to the device caused by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.